Event description:
This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("essure that was located in the right fallopian tube migrated into her uterus") and genital haemorrhage ("dysfunction bleeding") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy was scheduled next week ((B)(6) 2018)) and surgery (ablation). Essure treatment was not changed. At the time of the report, the device expulsion and genital haemorrhage had not resolved. The reporter provided no causality assessment for device expulsion and genital haemorrhage with essure. The reporter commented: when essure was placed they had 3 trailing coils in the right and 4 trailing coils in the left. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a physician and describes the occurrence of device expulsion ("essure that was located in the right fallopian tube migrated into her uterus") and genital haemorrhage ("dysfunction bleeding") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy was scheduled next week (B)(6) 2018 and surgery (ablation). Essure treatment was not changed. At the time of the report, the device expulsion and genital haemorrhage had not resolved. The reporter provided no causality assessment for device expulsion and genital haemorrhage with essure. The reporter commented: when essure was placed they had 3 trailing coils in the right and 4 trailing coils in the left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.